Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4 the manufacturing date for the reported device is prior to 24sept2016, so no UDI required.

Event description:
Philips received a complaint on a mx40 2.4 ghz smart hopping device indicating that on 7 jan 2026, unit (B)(4) went offline for 17 seconds. The customer indicated there have been telemetry interruptions in the cardiologist's ward, examination ward and cardiac intensive care unit, where they have lost contact with the central unit (log "equipment offline") so that healthcare staff have not been able to adequately monitor patients. The customer expressed concern over interruptions in a cardiology department where continuous cardiac monitoring is necessary with patients admitted for investigation with cardiac monitoring or patients at risk of life-threatening arrhythmias. The customer further noted that the procedures for these interruptions are resource-intensive and risk other tasks being interrupted, not performed or delayed. The device was in use on a patient at time of event, there was no adverse event reported.